Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient had thrombus in the descending thoracic aorta. The main concern was there was no imaging of the access vessels to ensure it would accommodate the 22f od delivery system. The physician used a venous drainage cannula and cardiopulmonary bypass circuit device, to suck the thrombus out then used the valiant device to line the descending aorta. The valiant 28/28/150 was delivered through another manufacturer¿s sheath. The procedure and the delivery and deployment of the valiant was done without any complications. The valiant stent graft was deployed, recaptured and removed according to the IFU through the sheath. This portion was uneventful. When the physician went to remove the sheath, he removed both the sheath and wire causing a severe right external iliac artery rupture just distal to the right hypogastric artery. Because access was lost, the physician went up the left cfa percutaneously, over the aortic bifurcation and inflated a 7x4 .035 balloon from another manufacturer. This occluded the iliac allowing pressures to stabilize while they tried to get access and control the iliac rupture. Due to having no wire/catheter access, it proved extremely difficult for them to advance a wire into the external iliac artery and up to the common. The original intent was to get wire access and deploy another manufacturer¿s covered stent; however due to having no access, they could not do this. The physician planned to do a fem- fem bypass to cut off supply to the right external iliac and bypass from the other side. The patient began losing extreme amounts of blood. The procedure was unsuccessful after multiple attempts and the patient expired.